Event description:
On (B)(6) 2014, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring c3 deployment system. During the final angiography, a proximal type I endoleak was discovered. After further ballooning of the proximal aortic neck, the physician decided to implant an aortic extender component. The angiography following the deployment of the aortic extender component (4 hands deployment) showed that both renal arteries were partially obstructed by the aortic extender component. It was reported that during deployment the cuff moved proximal at least 5mm from the desired position. The physician decided to stent both renal arteries to preserve perfusion into the renal arteries. The procedure concluded and the patient is currently in good condition.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.